Event description:
The customer reported that after the unit was in use on a pt for five days, the unit lost augmentation. The pt was switched to another unit and therapy was continued. No pt injury was reported.